Event description:
According to the customer, after wearing the gloves at work she developed "hives" on her hands and her hands became "itchy".

Manufacturer narrative:
According to the customer, after wearing the gloves at work she developed "hives" on her hands and her hands became "itchy". The customer reported she had "patch testing" done at an allergist and discovered she is allergic to "carbonate and mercaptobenzothiazole accelerators". The customer reported she applies "hydrocortisone cream" and takes "benadryl" to help with the reaction. The sample has been requested to be returned for evaluation. It has been determined that the reported event caused or contributed to serious injury, therefore, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.